Event description:
The customer stated that she had to pull over while she was driving due to low blood glucose levels. The customer stated that the police and ambulance arrived to the scene. The customer also wanted documentation sent to her about her insulin pump order because she was facing legal issues after this incident, due to her pulling over next to a meter. Gave the customer the proper info. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.